Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a bariatric surgery, the surgeon began a bypass procedure but converted to a sleeve. No problems were noted during the procedure. All issues appeared postoperatively, including major endo-luminal hemorrhage and required transfusion, anastomotic leakage, extended hospitalization, and the need for endoscopic hemostasis. An additional surgical procedure was performed as a treatment.